Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for device changeout procedure. Upon interrogation, prior to the procedure, it was noted that that the right ventricular (rv) exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.